Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 for permanent sterilization. In 2013, she began to experience symptoms that included, but are not limited to incontinence, painful bloating, irregular and painful menses, heavy bleeding, migraines, weight gain, dizziness, sharp pelvic pain and right side pelvic pain. In (B)(6) 2015 she required intervention and underwent a pelvic surgery to try and alleviate the symptoms. Company causality comment: this non-medically confirmed spontaneous case report refers is under litigation. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and began to experience sharp pelvic pain and heavy bleeding (interpreted as genital bleeding) among other non-serious events. Approximately two years later, she required an intervention and underwent a pelvic surgery. Pelvic pain and genital bleeding are anticipated events in the reference safety information. Considering that essure may cause pelvic pain and bleedings and considering that in this case there is no alternative explanation for these events, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident due to surgical intervention required to treat the pelvic pain. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. A06687) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 (((B)(6) 2008, (B)(6) 2009, (B)(6) 2012, (B)(6) 2013)), d & c in 2006 and allergic rhinitis. Concurrent conditions included smoker, diabetes, hypertension, congestion nasal, rhinorrhea, general body pain, cough and fever. Family history included diabetes mellitus (maternal and paternal grandmother) and hypertension (mother, paternal grandfather). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("sharp pelvic pain / right side pelvic pain"), incontinence ("incontinence"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), migraine ("migraines") and dizziness ("dizziness"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), dysmenorrhoea ("painful menses/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes uti"), urinary tract disorder ("urinary problems"), urinary tract infection ("bladder or urinary problems or changes uti"), abdominal pain ("pain (abdominal)") and back pain ("pain (lower back)"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, incontinence, abdominal distension, menstruation irregular, migraine, weight increased, dizziness, vaginal haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, abdominal pain and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, dizziness, dysmenorrhoea, genital haemorrhage, incontinence, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: according to medical records: indication for hysterectomy with bilateral salpingectomy: status post essure has a long standing history of menorrhagia and would like to proceed with definitive surgical management. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: showed total bilateral occlusion concerning the injuries reported in this case, the following one/ones were were describein patient's medical records: confirming menorrhagia, abnormally heavy menses. Most recent follow-up information incorporated above includes: on 26-jan-2018: new event added: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes uti, pain (abdominal, lower back)."essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. A06687) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4 (((B)(6) 2008, (B)(6) 2009, (B)(6) 2012, (B)(6) 2013)), d & c in 2006 and allergic rhinitis. Concurrent conditions included smoker, diabetes, hypertension, congestion nasal, rhinorrhea, general body pain, cough and fever. Family history included diabetes mellitus (maternal and paternal grandmother) and hypertension (mother, paternal grandfather). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("sharp pelvic pain / right side pelvic pain"), incontinence ("incontinence"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), migraine ("migraines") and dizziness ("dizziness"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), dysmenorrhoea ("painful menses/ dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes uti"), urinary tract disorder ("urinary problems"), urinary tract infection ("bladder or urinary problems or changes uti"), abdominal pain ("pain (abdominal)") and back pain ("pain (lower back)"). The patient was treated with surgery (she underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain, incontinence, abdominal distension, menstruation irregular, migraine, weight increased, dizziness, vaginal haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, abdominal pain and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, dizziness, dysmenorrhoea, genital haemorrhage, incontinence, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: according to medical records: indication for hysterectomy with bilateral salpingectomy: status post essure has a long standing history of menorrhagia and would like to proceed with definitive surgical management. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: showed total bilateral occlusion concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming menorrhagia, abnormally heavy menses. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-mar-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 17-nov-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causailty comment: this non-medically confirmed spontaneous case report refers is under litigation. It refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and began to experience sharp pelvic pain and heavy bleeding (interpreted as genital bleeding) among other non-serious events. Approximately two years later, she required an intervention and underwent a pelvic surgery. Pelvic pain and genital bleeding are anticipated events in the reference safety information. Considering that essure may cause pelvic pain and bleedings and considering that in this case there is no alternative explanation for these events, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident due to surgical intervention required to treat the pelvic pain. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.